Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "failure to properly align and completely seat the components together can lead to disassociation."

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification.

Event description:
It was reported that patient underwent a reverse shoulder arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2014 due to glenosphere disassociation. The humeral bearing, glenosphere and baseplate were removed and replaced.